Manufacturer narrative:
The customer¿s experience of blood backing up was not confirmed. The pcu event log shows syringe module s/n (B)(4) was programmed to infuse drug ID 3 (via remote IV request) at a rate of 6.5ml/hr at 9:37 pm on (B)(6) 2018. The infusion ran for 11 minutes before the user paused the infusion. The user then restarted 1 minute later. Five minutes later, the device alarmed for clamp open and the user channeled off the device. The syringe tubing was not returned for investigation. Functional testing performed found the syringe module to be operating within specification. The blood backing up into the tubing the customer experienced could not be confirmed, however once the syringe module was started, blood should not have been able to back up into the syringe tubing. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:ca-(B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported the device appeared to be on and delivering dextrose 10% through a peripheral IV, but approximately 0.4 ml of blood return was noted backing up in peripheral IV at the insertion site. The IV was flushed and reattached to the device, but the IV backed up with blood again. The device was switched. The customer reports they feel this may have been an operator error. There was no patient harm.